Event description:
It was reported the patient had walked through store security and felt ¿funny.¿ they didn¿t know how to describe the sensation but it had been enough to have them check the implant. It was noted that both devices were turned off. The patient was able to turn their devices back on with their programmer. It was noted this had only ever happened one time. Refer to manufacturer report # 3004209178-2014-04881. The patient has multiple devices involved in the event.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3389s-40, lot# v096181, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3389s-40, lot# v099758, implanted: (B)(6) 2008, product type: lead. (B)(4).